Event description:
Customer called with report that primary tubing would not infuse. Clinician reported that the event was a dextrose 5% primary infusion with attached secondary infusion of eloxatin (oxaliplatin injection). The set up was with the primary lowered on the hanger. The secondary infusion did not infuse and the fluid infused from the primary. Clinician reported, the sets are primed in pharmacy. No additional components are added to the end of the secondary tubing. The infusion was switched to new IV sets and completed. The rn from the outpatient infusion center stated that the clamp was open on the secondary set and was hung superior to the primary. The size of secondary bag is unk. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A f/u report will be submitted once the investigation has been completed.